Event description:
It is reported that a customer called complaining that there are some evenings where she would receive mor insulin than normal and does not know why. The customer has an appointment with a health care provider to find out more details about the issue. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.